Manufacturer narrative:
Correction: added additional code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced defective mesh, perforation, abscess leaking pus, swelling, redness, pain, purulent discharge, cyst, non-healing wound, discomfort, infection, mass, adhesions, distention, unable to have normal bowel movement or pass gas, recurrence, hematoma, fatigue, loss of muscle mass, emotional distress, anxiety, activities & physical abilities diminished, stomach expanding, depleted immune system, mental fatigue, headaches, irritability, struggles with long periods of standing, can't comfortably bend at the waist, diminished stamina, lacks adequate strength, emotional changes, numbness in groin, nerve damage, organ damage, mental anxiety, mental anguish, suffering, physical disfigurement, loss of enjoyment of life, & physical impairment. Post-operative patient treatment included removal of mesh, medication, hospitalization, imaging required, bowel resection, PICC line, antibiotics, abscess drainage, wound care, & MRI.

Manufacturer narrative:
Additional info: b5, h6 (patient codes), &additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced defective mesh, perforation, abscess, swelling, redness, pain, purulent discharge, cyst, non-healing wound, discomfort, infection, mass, adhesions, distention, unable to have normal bowel movement or pass gas, recurrence, hematoma, fatigue, numbness, loss of muscle mass, emotional distress, anxiety. Post-operative patient treatment included removal of mesh, medication, hospitalization, imaging required, bowel resection, PICC line, antibiotics.